Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was apply more pressure on buttons of insulin pump and was not always registering. The customer¿s blood glucose level was unknown. The customer stated that rewind was much louder and had to rewind more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. No drive/motor anomaly, rewind anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).